Manufacturer narrative:
Additional information: event term was updated to acute embolic stroke. Patient recovered with sequelae. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated stroke as ischemic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx and one resolute onyx stent was implanted into the lcma. Approx 6 months post index procedure the patient suffered acute stroke. The patient was treated with medication. The patient is not recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.